Event description:
It was reported that during a laparoscopic splenectomy procedure, the surgeon had to convert to open in the middle of the procedure. After attempting to coagulate two vessels a strong bleeding was produced. In the first one they were able to control the bleeding but in the other one the instrument cut and didn´t coagulate causing a strong bleeding. The sealing cycle had been reached but the structure was not 100% coagulated. The surgeon got a good level of experience and had used superjaw a couple of times before in pancreas. The patient experienced a large scar from the open procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested, but not yet received: which vessels were identified as bleeding during the procedure? What was used to control the bleeding after the patient was opened? Did the surgeon hear the tone changes? Tone 1 is heard when the energy activation button is pressed. Pressing the energy activation button energizes the jaws and begins coagulation of the targeted tissue. Tone 1 is heard as energy is delivered to the grasped tissue. Tone 2 is heard when tissue impedance threshold is reached. This is when the tissue is transected and the tissue collapses during coagulation. The I-blade knife is ready to be fully advanced. Tone 3 is heard when the cycle is complete. After the closing handle is fully closed, the I-blade knife is fully advanced, and the tissue impedance threshold has been reached, the cycle is complete and automatically stops delivery of energy how long has the surgeon and account been using the gen11? Was the surgeon visually watching the device or just listening to the tones before cutting?